Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause could not be established as failure analysis could not replicate the reported issue and could not find any specific component defect in relation to the reported event.

Event description:
It was reported that a message appeared on the system indicating that the viewer adjustment control was disabled. The customer chose not to power cycle the system immediately and planned to do so at the end of the case to try to resolve the issue. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced the mceb to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
This surgeon side console (ssc) manipulator controller ergo base (mceb) cfg was returned for failure analysis, and the reported error 32101 was confirmed and replicated. In logs, error 32101 was observed, indicating a high-side switch fault that occurred in the field. Visual inspection revealed no issues related to the reported event. The ssc mceb cfg unit was bench tested. Dv commander showed a power error on the p48v foot tray motor/brakes (see attachment). Further testing was performed using a dmm to check for shorts and/or voltage drops. An intermittent voltage fault was detected on the hot-swap controller ic, pn 171919 (u15). Based on these tests and findings, failure analysis concluded that the potential root cause of the reported failure is the u15 controller ic component. Further fa analysis need to be performed on reported error 462.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
This surgeon side console (ssc) manipulator controller ergo base (mceb) cfg was returned for failure analysis, and the reported error 462 was confirmed but not replicated. In logs, error 462 was found, indicating an ergo force sensor failure on the left sensor with a p1 value of 5122, confirming that this fault did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. This ssc mceb cfg unit was installed and successfully programmed and tested on the in house da vinci 5 golden system with no issues; no errors were triggered on startup, and system boot up was normal as expected. Multiple power cycles were run with no failures and no errors triggered. The unit was left idling for 1 hour in normal mode with no issues and no errors triggered. The mceb basic functionality test was performed and all tests passed. Based on these tests and findings, failure analysis concluded that no root cause could be attributed to this ssc mceb cfg unit for the reported event.

Event description:
Refer to h11 for follow-up information.